Event description:
Literature: hu x, jiang x, zhou x, et al. Avoidance and management of surgical and hardware-related complications of deep brain stimulation. Stereotact funct neurosurg. 2010; 88(5): 296-303. Summary: the authors performed a retrospective analysis of patients who received dbs over a 9-year period from march 2000 to december 2008. This study included 161 patients (85 male and 76 female). Of them, 153 patients suffered from idiopathic parkinson disease, 2 from essential tremor, and 6 from dystonia. The patients ranged in age from 16 to 80 years with a mean of 63.5 8 8.7 years. Intraoperative and postoperative antibiotics were administered for 3-5 days. Preventive anticonvulsant treatment was initiated 3-5 days before surgery and discontinued 2-3 weeks after surgery. Postoperative CT scan was performed in all patients within 24 h after electrode implantation. All patients were clinically followed up for 6-84 months (mean 14 months). Reportable event: there were 3 patients who experienced formation of seroma around the ipg location, in whom subcutaneous bloody fluid was drained 3-5 days after surgery. They were cured after puncture drainage.

Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. The patient information provided in section a is the average for all the patients. At this time no additional information was available, additional information has been requested.